Event description:
Pre-treatment temperature 96.2. Treatment started at 2:20 p.m. One and a half hour into the treatment patient complained of stomach ache, vomited and had shaking chills. Temperature 97.4. Treatment discontinued. Chills and shaking continued post treatment. Patient monitored for one hour and he felt bettter. Went home. Went to hospital at 11:00 p.m. With nausea and vomiting. Blood culture negative. 9th use fresenius dialyzerinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.